Event description:
It was reported that while the ventilator was connected to a pt, it went by itself from the ventilation mode to the standby mode. The hosp reported that there was pt injury but did not release extent of injury. (B)(4).

Manufacturer narrative:
(B)(4)